Manufacturer narrative:
Review of device history record (DHR) of cp21l62: DHR of the product was thoroughly reviewed to examine any deviations during the production. The records demonstrated that the lot was manufactured in accordance with approved standard operating procedures. Review of in-process quality control performance test record: a total of 315 cassettes of cp21l62 were tested against positive and negative qc panels. All cassettes showed valid results. Clinical performance test of the retained product: a total of 20 cassettes of cp21l62 were tested at access bio by individuals having no clinical signs, symptoms, conditions on january 22, 2022. All cassettes showed valid negative results.

Event description:
Approximately 12-18 individuals tested positive from a total of approximately 100 tests before or at an event in (B)(6) yesterday and last night using carestart lot# cp21l62, april 2022 exp. Several of them then tested negative by pcr tests.